Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable. The root cause for the strained cable was excessive force.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.